Event description:
It was reported that on (B)(6) 2020 at 11:54am, the large volume pump was programmed to infuse a 30ml bumetanide bag (7.5mg/30ml) at a rate of 4ml/hr, however it was noted at 7:45pm that the bag infused faster than programmed. The volume was programmed to infuse over a 7 hour period, but infused in 3.5 hours instead. Staff confirmed the programming had been entered correctly. Although requested, further information was not provided.

Manufacturer narrative:
Investigation conclusion: the report of an overinfusion was not confirmed. It was stated that the device was programmed to infuse a 30ml bumetanide bag at a rate of 4ml/hr at 11:54 am. The pcu event log shows pump module s/n (B)(6) was previously programmed to infuse a custom concentration infusion of bumetanide drip (drugid 87) at a rate of 4ml/hr. The log shows the infusion completed at 9:29 am on (B)(6) 2020 and the user changed the vtbi to 25ml. The infusion then ran until 11:02 am and then was restarted at 11:04 am. The infusion then completed at 3:50 pm and the device transitioned to kvo and the device was channeled off. The volume recorded between 9:29 am and 3:50 pm was 25.495ml. The device was programmed to infuse again at 4:03 pm and then ran until 7:18 pm when the device was channeled off and infusing an additional 12.628ml. The total volume recorded as being infused during this period was 38.123ml. It cannot be determined from the log whether or not a bag was truly hung at 11:54 am as was stated. A review of the device error logs found no errors during the time of the reported event. Device inspection: an ¿as-received¿ inspection was performed on the received pump module and disposable set. There were no anomalies observed with the returned primary set (model 2426-0007). Pump module s/n 14975461 was received with instrument seal intact. Corrosion was found on the right (male) iui. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. The pivot latch screw was observed to be slightly backed out. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 26jul2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 27oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure record (qn (B)(4)) was opened for the source device for a cosmetic issue (big gap between bezel & rear case).

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at 11:54am, the large volume pump was programmed to infuse a 30ml bumetanide bag (7.5mg/30ml) at a rate of 4ml/hr, however it was noted at 7:45pm that the bag infused faster than programmed. The volume was programmed to infuse over a 7 hour period, but infused in 3.5 hours instead. Staff confirmed the programming had been entered correctly. Although requested, further information was not provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on (B)(6) 2020 at 11:54am, the large volume pump was programmed to infuse a 30ml bumetanide bag (7.5mg/30ml) at a rate of 4ml/hr, however it was noted at 7:45pm that the bag infused faster than programmed. The volume was programmed to infuse over a 7 hour period, but infused in 3.5 hours instead. Staff confirmed the programming had been entered correctly. Although requested, further information was not provided.